Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that will not power on was confirmed during product evaluation. The root cause of the reported problem was determined to be a defective uim pcb (user interface module printed circuit board). Appropriate action was taken to correct the reported problem by replacing the uim pcb. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction where the pump will not power on. It is unknown when this condition occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.